Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the suture pulled out the gun and the tooth was still in the shoulder there was debris in the shoulder. Additional information was requested; however, no additional information was received. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: tissue thickness. Or excessive force. Tissue thickness and/ or excessive force can result in failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the suture pulled out the gun and the tooth was still in the shoulder; there was debris in the shoulder. No patient injuries were reported.